Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an led that indicated can error on the power conversion board. Once the power conversion powered was replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was unable to initialize motion on the imaging system. The top motion bar was unable to be completed. There was no patient present when this issue was identified.